Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer had repeated the patient sample three times on the dimension vista instrument and obtained repeatable results in the normal range. The falsely elevated potassium result was an isolated occurrence and it was determined that service was not required. The cause of the discordant, falsely elevated potassium result on one patient sample is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated potassium (k) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on the same instrument and twice on an alternate dimension vista instrument, all resulting normal. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low potassium result.